Event description:
Pt reports having some issues with the pen needles getting them on the pen straight and getting them removed. Sometimes it's like they just fall off the pen after the injection. Pt is receiving the bd short 31g x 8mm. Dates of use: 5 months.